Manufacturer narrative:
The product was not returned for evaluation as it was discarded at the site. The exact cause of the reported balloon rupture could not be determined. Balloon ruptures are an inherent risk of using this product. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. As stated in the IFU, complications may occur during the use of embolectomy catheters. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of an aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure.

Event description:
It was reported the hospital recently purchased these catheters for the first time. The coordinator stated that during the first case the balloon ruptured right away before being fully inflated during a upper extremity fistula thrombectomy procedure. No injury was reported to the patient.